Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during implant procedure of this right ventricular (rv) lead screw came out after physician rotated the lead more times than recommended. When it was confirmed that the screw part was extended on the fluoroscopy, lead exhibited out of range impedance and loss of capture (loc). A fracture was suspected. This lead was then successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during implant procedure of this right ventricular (rv) lead screw came out after physician rotated the lead more times than recommended. When it was confirmed that the screw part was extended on the fluoroscopy, lead exhibited out of range impedance and loss of capture (loc). A fracture was suspected. This lead was then successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, high impedance and lead conductor fracture. However, the helix difficulty allegation was confirmed. Patient code 3191 captures the reportable event stating that the patient had a prolonged procedure.